Event description:
Medtronic received a report of a pipeline vantage device failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located the in v4 segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone (artery size) was 3.1mm distal and 3.45mm proximal. It was noted the patient's vessel tortuosity was severe. The access vessel was noted as the v4 segment with a 3.45mm vessel diameter. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 240. The angiographic result post-procedure was, "same as before."  It was reported that a pipeline device failed to open in the middle segment. The physician attempted to open the device twice and noted that it looked twisted. The physician removed the device with the microcatheter and a different non-medtronic product was used. The pipeline was not positioned in a bend. The pipeline was deployed more than 50% when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps or other devices were required to the open the pipeline. The pipeline was not used of any indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki sheath, neuron guide catheter, phenom 21 microcatheter, and traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause or contributing factor for the failure to open and twisting was identified as kinking, as noted by the doctor. There were no issues identified with the phenom.

Event description:
Additional information received reported that twisting and kinking were referring to the same issue.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.